Manufacturer narrative:
(B)(4). Expiration date: 5/18/2020. Manufacture date: 06/18/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: were there any staples missing from the staple line? No. But there were several staples malformed with legs straight. Did the device cut? Yes was the cut line fully circumferential around the target tissue? Yes if the device fully cut, were all tissue layers present in both donuts when inspected? No. The surgeon could not observe the tissue which was cut down as the device could not be removed smoothly from the tissue. And the surgeon cut the tissue around the device manually. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. What was the users experience with the device? He has much experience with cdh and cdha. It was reported that it¿s the first time he came across such a situation. What is the current status of the patient? He is in stable condition in hospital.

Event description:
It was reported that during a radical resection of rectal carcinoma procedure, the surgeon squeezed the firing trigger with the indicator set in the green area and heard the audible feedback. But the surgeon found it difficult to remove the device and several staples were malformed with legs straight. The surgeon cut the tissue manually and removed the tissue. Then hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.